Manufacturer narrative:
(B)(4) - lens inserted upside down. Evaluation results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens. Lens was inserted upside down. The lens was removed with no patient injury. Backup lens was implanted.